Manufacturer narrative:
(B)(4). Batch: t5at77. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the second fire the middle section of the reload deployed but the distal and proximal ends did not. There was some bleeding and the surgeon over sewed the ends to control the bleeding. The procedure was completed with a second like device with no patient consequences reported.